Event description:
Caller reported that the tandem mobi pump's battery would not charge. There was no adverse impact to the customer¿s blood glucose level as the battery charging issue did not lead to a pump shutdown. The issue was resolved by using a non-tandem charging cable, and technical support arranged for a new mobi cable to be sent via standard shipping, with no further assistance required.